Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus bl 22gax1.00in qsyte-capy nonpvc leaked the following information was provided by the initial reporter: when pre-filling in the otolaryngology department, liquid leaked from the side of the q-syte connector. A claim is required. No complaint reply letter or complaint acceptance letter is required. The defective product can be returned.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 3136582, is 22g and product code is 383738,produced on 2023/06, with a total of (B)(4) pieces in this batch; (2)inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer has not returned samples or photos, and the specific status cannot be confirmed 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, it is not possible to confirm the specific circumstances. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.